Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set/printed circuit board could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the countermeasure products were shipped after june 13, 2018/june 14, 2018. This also confirms that the reported device was manufactured prior to the design change and shipment of countermeasure products. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report was confirmed. A faulty patient board set was causing no image to appear with 180 series scopes. It was also noted that the software in the subject device would use updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was not producing an image during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.